Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for unexpected battery power loss. The customer¿s blood glucose level was over 4.4 mmol/l. Customer reported replace battery now alarm and power loss. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. Customer reported that this is the second occurrence of replace battery now in less than 10 hours after low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing and no unexpected replace battery now. Pump received with broken belt clip rails.